Manufacturer narrative:
On october 22, 2021, mentor became aware that incorrect manufacturing record evaluation (mre) statement was mistakenly added to the previous initial submission under section h10 narrative. The correct statement is as follows: "since no lot number was provided, no manufacturing record evaluation review could be performed." Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent unspecified breast surgery with unknown size unknown gel implants and experienced breast implant rupture on her right side postoperatively diagnosed in the office by the healthcare professional. As a result, the patient is scheduled for a replacement surgery on (B)(6) 2021.

Manufacturer narrative:
On november 17, 2021, mentor became aware that patient underwent bilateral removal only surgery without complications, and did not experience any implant malfunctions/defects. Patient experienced generalized illness as "health issues" associated her symptoms to the implants and reported she believes her symptoms (neuropathy and persistent candida) align with bii. Health care professional reported that patient believes she has a left capsular contracture; baker grade iii. Associated section h fields have been updated on this form. H6 health effect - clinical code e2402: generalized illness this supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 3, 2021, mentor became aware regarding the device information, and the date of implant. Hence, the following fields have been updated on this form: field d1 for brand name has been updated to "mentor memorygel breast implant". Field d4 for catalog number has been updated to "3504751bc". Field d4 for lot number has been updated to "7376492". Field d4 for serial number has been updated to (B)(6). Field d4 for unique identifier( UDI) has been updated to (B)(4). Field d6a foe implantation date has been updated to (B)(6) 2016. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).